Manufacturer narrative:
It was reported to abbott, a patient felt the ipg wasn¿t working properly. They had noticed a bruise that was spreading. The patient also reported an intermittent bee sting like pain and itchiness at the implant site. The ipg was replaced without complications. The patient had good coverage. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced bruising and itching with occasional stinging pain at the ipg site. Patient reports significant weight loss. As a result, surgical intervention occurred wherein the ipg was replaced to address the issue.